Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The root cause analysis indicates that the event is most consistent with use-related factors, including patient movement and sling application technique. Facility staff demonstrated to the arjo clinical consultant the method used to apply the leg straps during the event. The sling was applied using the ¿hammock¿ technique (legs not crossed). This method of application created an opening between the leg supports, allowing the resident to slide through the gap. The sling instructions for use (IFU, 04.sl.00en) provide guidance on sling application and specify that the leg straps should be crossed by pulling one strap through the other. This instruction is supported by an accompanying illustration demonstrating the correct configuration for proper application. The IFU also emphasizes the importance of correct attachment, stating: ¿warning: to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ in summary, the analysis indicates that the event is most consistent with use-related factors, including patient movement and sling application technique. The investigation did not identify any device malfunction that contributed to the event. The complaint was assessed as reportable, as it included an allegation that the resident slid out of the sling and fell onto the floor, and the arjo product was directly involved in the reported incident.

Event description:
It was reported by the facility manager that a resident had fallen to the floor and the staff were using a maxi move lift with a tha6 sling (serial number unknown) to transfer the resident off the floor. During the lifting process, staff stated that the resident began moving within the sling and subsequently slid out of the sling, making contact with the floor. The estimated distance of the fall was approximately 5¿6 inches. No injuries were reported. Staff demonstrated to their manager that the sling used was the correct size and stated that, to their knowledge, it had been applied properly. However, they believed that the resident¿s movement during the lift contributed to the resident sliding through the sling. There was no indication of damage or malfunction of either the lift or the sling.